Event description:
Reporter alleges she was part of 300 women enrolled in a study by mentor using becker 50. After the implant in her right breast, everything seemed fine till in 2007 when she was diagnosed with capsular contracture. In 2016, adverse events became very noticeable. She had excruciating pain in the right breast that radiates under the right armpit, joint pain, muscle pain, fibromyalgia, arthritis, numbness in the legs and feet, autoimmune issues, postural orthostatic tachycardia, mast cell activation disorder amongst order symptoms. Reporter advises she is meeting a physician to discuss explant options on (B)(6) 2019. She also reports having a mammogram and ultrasound of the right breast which shows the implant has ruptured. Reporter alleges her pain is so severe she has had spinal cord stimulator implanted to help with the pain. She reported all the adverse events to mentor in 2016 and the MFR told her they had no device like that in their system but after her ultrasound on (B)(6) 2019, when she called again to report the rupture they suddenly had that device. Reporter expressed concerns with mentor and decided to report to the FDA directly.